Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention with a doctor through the out of hours service on (B)(6) 2026 with an infection that developed at the infusion site (arm) while wearing the pod for 43 hours. The site was reported to be painful, red, inflamed and swollen. The patient was treated with 500 mg flucloxacillin to be taken 4 times a day for 5 days. When the 5 days of treatment has finished the infection had not yet resolved, the patient reached out to their usual general practitioner who repeated the prescription of the flucloxacillin to be taken for a further 5 days.